Manufacturer narrative:
There was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot" and she "got a burn". The cause of the consumer stating the wrap became too hot and the wrap caused a burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample was not received. Batch ax0572c is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve sample, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the consumer stating the wrap became too hot is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was no reasonable suggestion of device malfunction.

Event description:
Event verbatim [preferred term] burn wound [thermal burn], the heat wraps got too hot [device issue], narrative: this is a spontaneous report from a contactable consumer. This 45-year-old male patient (height 189 cm and weight 92 kg) started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number ax0572c, expiration date mar2022, on 07may2020 for 8 hours for back pain. Relevant medical history was not reported. Concomitant medications included candesartan which was ongoing and pantoprazole. The patient stated that he used thermacare for larger pain areas for the last weeks over the day and had to notice the next day that he had a burn wound on the back. The heat wraps got too hot and the patient experienced burns on 08may2020. Thermacare was used for back pain on (B)(6) 2020 for 8 hours and was worn directly on skin. The burn was noticed on the next day on (B)(6) 2020 (comment: "the wrap produced normal warmth, so there were no signs of emerging burn during the use"). The patient saw his physician on the reporting day (12may2020) because the burn had worsened and he said that it "looked not good" and that they need to hope that the area did not worsen and suggested to contact the manufacturer. Treatment with furacin sol creme / sterile bandages was ongoing. Skin color: medium-light, skin not sensitive, no skin diseases. No sport activities during the use, no control of the wrap in this time. Thermacare was not used previously. Other warming products (warming bottles) were used in the past without any intolerances. The action taken with thermacare was unknown. The events were resolving. Product quality complaints provided the following investigation results dated 19may2020: there was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot" and she "got a burn". The cause of the consumer stating the wrap became too hot and the wrap caused a burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample was not received. Product quality complaints provided the investigation results dated 09oct2020: batch ax0572c is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve sample, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the consumer stating the wrap became too hot is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was no reasonable suggestion of device malfunction. Follow-up (25may2020): new information received from the contactable consumer included: patient data (age, height, weight), suspect product data (start date, device age, indication, expiration date), concomitant medications, event onset date and outcome, treatment received. Follow-up (02jun2020): follow-up attempts completed. No further information expected. Follow-up (15jun2020): this is a follow-up report combining information from duplicate reports 2020189910 and case 2020191559. The current and all subsequent follow-up information will be reported under manufacturer report number 2020189910. New information from a contactable consumer includes: updated device information (thermacare fuer flexible anwendung trade name, treatment dates, indication), new event ("too hot"); and from product quality complaints includes: investigation results dated 19may2020. Follow-up (30jul2020): new information received from product quality complaints includes additional investigation results. Follow-up (09oct2020): new information received from product quality complaints includes additional investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn wound [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. This 45-year-old male patient (height 189 cm and weight 92 kg) started to receive thermacare heatwrap, (not further specified), lot number ax0572c, expiration date (B)(6) 2022, on (B)(6) 2020 for 8 hours for back pain. Relevant medical history was not reported. Concomitant medications included candesartan which was ongoing and pantoprazole. The patient stated that he used thermacare for larger pain areas for the last weeks over the day and had to notice the next day that he had a burn wound on the back. The patient saw his physician on the reporting day ((B)(6) 2020) because the burn had worsened and he said that it "looked not good" and that they need to hope that the area did not worsen and suggested to contact the manufacturer. Thermacare used for back pain on (B)(6) 2020 for 8 hours and was worn directly on skin. Skin color: medium-light, skin not sensitive, no skin diseases. No sport activities during the use, no control of the wrap in this time. Thermacare was not used previously. Other warming products (warming bottles) were used in the past without any intolerances. The burn was noticed on the next day on (B)(6) 2020 (comment: "the wrap produced normal warmth, so there were no signs of emerging burn during the use"). The burn was resolving. Treatment with furacin sol creme / sterile bandages was received. The action taken with thermacare was unknown. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available.   Follow-up ((B)(6) 2020): new information received from the contactable consumer included: patient data (age, height, weight), suspect product data (start date, device age, indication, expiration date), concomitant medications, event onset date and outcome, treatment received.

Manufacturer narrative:
There was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the consumer stating the wrap became too hot is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn wound [thermal burn], the heat wraps got too hot [device issue]. Narrative: this is a spontaneous report from a contactable consumer. This 45-year-old male patient (height 189 cm and weight 92 kg) started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number ax0572c, expiration date mar2022, on (B)(6) 2020 for 8 hours for back pain. Relevant medical history was not reported. Concomitant medications included candesartan which was ongoing and pantoprazole. The patient stated that he used thermacare for larger pain areas for the last weeks over the day and had to notice the next day that he had a burn wound on the back. The heat wraps got too hot and the patient experienced burns on (B)(6) 2020. Thermacare was used for back pain on (B)(6) 2020 for 8 hours and was worn directly on skin. The burn was noticed on the next day on (B)(6) 2020 (comment: "the wrap produced normal warmth, so there were no signs of emerging burn during the use"). The patient saw his physician on the reporting day ((B)(6) 2020) because the burn had worsened and he said that it "looked not good" and that they need to hope that the area did not worsen and suggested to contact the manufacturer. Treatment with furacin sol creme / sterile bandages was ongoing. Skin color: medium-light, skin not sensitive, no skin diseases. No sport activities during the use, no control of the wrap in this time. Thermacare was not used previously. Other warming products (warming bottles) were used in the past without any intolerances.the action taken with thermacare was unknown. The events were resolving. Product quality complaints provided the following investigation results dated 19may2020: there was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the consumer stating the wrap became too hot is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (25may2020): new information received from the contactable consumer included: patient data (age, height, weight), suspect product data (start date, device age, indication, expiration date), concomitant medications, event onset date and outcome, treatment received. Follow-up (02jun2020): follow-up attempts completed. No further information expected. Follow-up (15jun2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). New information from a contactable consumer includes: updated device information (thermacare fuer flexible anwendung trade name, treatment dates, indication), new event ("too hot"); and from product quality complaints includes: investigation results dated 19may2020. No follow-up attempts needed. No further information expected.

Event description:
Burn wound [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. This male patient started to receive thermacare heatwrap, (not further specified), lot number ax0572c, on an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient stated that he used thermacare for larger pain areas for the last weeks over the day and had to notice the next day that he had a burn wound on the back. The patient saw his physician on the reporting day (B)(6) 2020) because the burn had worsened and he said that it "looked not good" and that they need to hope that the area did not worsen and suggested to contact the manufacturer. The action taken with thermacare and outcome of the event were unknown. Additional information has been requested and will be provided as it becomes available. Dchu assessment: this is medical device related. Reportability determination: this complaint for burn/wound for thermacare heatwrap is a 30-day us reportable for serious injury that necessitates medical intervention to preclude permanent damage to a body structure. This event is 10-day for row since it could lead to a serious deterioration in health. This is a reportable malfunction.

Manufacturer narrative:
There was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot" and she "got a burn". The cause of the consumer stating the wrap became too hot and the wrap caused a burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample was not received.

Event description:
Event verbatim [preferred term]. Burn wound [thermal burn], the heat wraps got too hot [device issue]. Narrative: this is a spontaneous report from a contactable consumer. This 45-year-old male patient (height 189 cm and weight 92 kg) started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number ax0572c, expiration date mar2022, on (B)(6) 2020 for 8 hours for back pain. Relevant medical history was not reported. Concomitant medications included candesartan which was ongoing and pantoprazole. The patient stated that he used thermacare for larger pain areas for the last weeks over the day and had to notice the next day that he had a burn wound on the back. The heat wraps got too hot and the patient experienced burns on (B)(6) 2020. Thermacare was used for back pain on (B)(6) 2020 for 8 hours and was worn directly on skin. The burn was noticed on the next day on (B)(6) 2020 (comment: "the wrap produced normal warmth, so there were no signs of emerging burn during the use"). The patient saw his physician on the reporting day ((B)(6) 2020) because the burn had worsened and he said that it "looked not good" and that they need to hope that the area did not worsen and suggested to contact the manufacturer. Treatment with furacin sol creme / sterile bandages was ongoing. Skin color: medium-light, skin not sensitive, no skin diseases. No sport activities during the use, no control of the wrap in this time. Thermacare was not used previously. Other warming products (warming bottles) were used in the past without any intolerances. The action taken with thermacare was unknown. The events were resolving. Product quality complaints provided the following investigation results dated (B)(6) 2020: there was reasonable suggestion of device malfunction. Severity of harm was s3. The root cause category is non-assignable (complaint not confirmed as a quality defect). Sample is not available for evaluation by the site; complaint cannot be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot" and she "got a burn". The cause of the consumer stating the wrap became too hot and the wrap caused a burn is inconclusive since the review of records does not provide evidence to support defective products. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample was not received. Follow-up (25may2020): new information received from the contactable consumer included: patient data (age, height, weight), suspect product data (start date, device age, indication, expiration date), concomitant medications, event onset date and outcome, treatment received. Follow-up (02jun2020): follow-up attempts completed. No further information expected. Follow-up (15jun2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). New information from a contactable consumer includes: updated device information (thermacare fuer flexible anwendung trade name, treatment dates, indication), new event ("too hot"); and from product quality complaints includes: investigation results dated (B)(6) 2020. No follow-up attempts needed. No further information expected. Follow-up (30jul2020): new information received from product quality complaints includes additional investigation results. Follow-up attempts are completed. No further information is expected.